Manufacturer narrative:
The investigation for the low pump flow has been completed. Pump was not returned for investigation. Data logs were investigated. There was a suction alarm followed by low flow where flow dropping to 0.2l/m. There was a p-level change observed following that but the flow never recovers. There was no motor current spike or any placement signal trend. The data logs are inconclusive and without the product the complaint cannot be further investigated. Therefore, the root cause of the issue was not determined since product was not returned and data logs were inconclusive.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had placed a cp to support a patient admitted in a non-st elevated myocardial infarction. The pump was placed but low flows and suction occurred. The pump remained on for support until eventual wean and explant. The patient survived the event.